Event description:
It was reported that the radiopaque marker and a small portion of a stent graft fractured and migrated to the right atrium. The fractured section appears to be endothelialized. The patient is asymptomatic. The stent had been placed in the right subclavian and has had multiple interventions on it with a pta balloon dilatation catheter. During another pta procedure it was noticed that the stent fractured when the remaining fractured portion ruptured two balloons. The procedure was being performed because of low flows during dialysis. No patient injury.

Manufacturer narrative:
The device history reports were not reviewed, as the lot number is unknown. The stent could not be evaluated, as it remains implanted. The investigation of the event is currently underway. The application represents off-label use. The fluency plus tracheobronchial stent graft is indicated for the treatment of tracheobronchial strictures. The safety and effectiveness of this device for the treatment described has not been established.